Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reported the device read 53 while the fingerstick value was 97. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.